Manufacturer narrative:
Account stated that they would repair this bed. No further information is available on the repair. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the bed unintentionally runs into the reverse trendelenburg position. No pt impact.